Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 1000 times. The following information was provided by the initial reporter and translated to english: the customer stated "under filling with edta tubes. The phlebotomist have some difficulties to take blood to optimal line although tubes are quite fresh."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 1000 times. The following information was provided by the initial reporter and translated to english: the customer stated "under filling with edta tubes. The phlebotomist have some difficulties to take blood to optimal line although tubes are quite fresh."